Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). E3) occupation: professor g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. G5) similar to device under PMA/510(k) p070016. H6) patient code: 3191 - no code available for endoleak. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: proximal type I endoleak 829 days post-procedure. On (B)(6) 2016, the patient received the following devices. Tbranch-34-18-202 (lot # e3424878), distal body zdeg-24-79-pf (lot # e3376746), proximal device zteg-2pt-36-157-pf (lot # e3421751), proximal extension zteg-2p-32-200-pf (lot # e3369619), other (not specified by site) zteg-32-2p-32-140 (lot # e3369619). Celiac ¿ one covered stent form another manufacturer, two uncovered stents from other manufacturer. Sma ¿ one covered stent form another manufacturer, one uncovered stent from other manufacturer. Right renal ¿ two uncovered stents from other manufacturer. Left renal ¿one covered stent form another manufacturer, two uncovered stents from other manufacturer. There were no known difficulties with deployment and no additional procedures performed. Results of the procedural angiogram performed at the conclusion of the procedure revealed patent grafts with no endoleak or device integrity issues. Follow-up CT performed 6 days later procedure revealed patent grafts with no endoleak or device integrity issues. Follow-up CT performed (B)(6) 2018 (829 days post procedure) revealed patent grafts with no device integrity issues. A type I proximal endoleak was noted. On (B)(6) 2018 (the date has been queried), the patient underwent placement of an additional stent. The endoleak was considered to be resolved after the intervention. Patient outcome: no other device related adverse events have been reported for this patient.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a 71-year-old patient underwent surgery on (B)(6) 2016 and had several different stents and stent-grafts implanted, among them the complaint device, a proximal zteg-2pt-36-157-pf. The angiogram at the end of the procedure showed patent grafts with no endoleak or device integrity issues. Follow-up CT performed 6 days later also showed patent grafts with no endoleak or device integrity issues. On a CT performed in (B)(6) 2018 a proximal type 1 endoleak was noted. The patient had an additional stent placed following this CT, which resolved the endoleak. No other device related adverse events have been reported for this patient. A cta performed (B)(6) 2018 (27 months post-procedure) was provided and reviewed by an imaging expert. The imaging reviewer confirm the endoleak and described: ¿a cta performed 27 months post implantation is provided along with the complaint report. A proximal component consistent with a zteg-2pt-36-157-pf was implanted inside of a vascutek terumo thoraflex collared hybrid stent graft that replaced the ascending aorta and aortic arch. Along the outer curvature of the aortic arch, endoleak flowed through the thoraflex graft into the aneurysm sac 2.5 mm downstream from the proximal zteg sealing stent¿s leading edge. The endoleak originated adjacent a zteg barb.¿ the imaging reviewer¿s impression is that ¿a type 1a endoleak is confirmed. Blood could only flow into the aneurysm sac through a hole in the thoraflex graft fabric. The endoleak originated at a sealing stent barb along the outer arch curvature. Because this was where a barb would be most apt to penetrate the thoraflex fabric, the hole was likely caused by barb penetration or erosion through the thoraflex. Its location 2.5 mm from the sealing stent¿s leading edge, reduced the tx2¿s seal zone length to 2.5 mm.¿ according to IFU the device is intended to be used in aortas having vascular morphology suitable for endovascular repair, including non-aneurysmal aortic segments (fixation sites) proximal and distal to the aneurysm with a length of at least 20 mm. An exact cause for this event cannot be established. It is noted that the device was placed inside a thoraflex. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.